Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported leaking insulin, cannula not being inserted, hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 1 and 4 hours. The cannula dislodged from the infusion site (hip/buttocks). The pod was also leaking insulin. The patient was taken to the hospital. The patient was diagnosed with hyperglycemia. The patient was provided with fluids and a new pod was applied and activated.